Event description:
A report was received that the patient was experiencing pain at the pocket site due to bad ipg placement. The patient underwent an ipg relocation procedure. No device malfunction was suspected. The patient was doing well post-operatively.